Event description:
Information was received from a consumer regarding a patient receiving prialt via an implanted pump. The indication for pump use was spinal pain. The patient reported that they were allowed 10 boluses per day and their ptm (personal therapy manager) had been doing all kinds of weird things since a few months ago. The patient stated that they saw their healthcare provider last week and they did something and it was working for a little bit until they got home, and then the device was doing its little thing again. The patient stated that they were getting service code 338 when they were trying to connect with ptm. The patient also stated that the screen got stuck at 90% when they were trying to connect. The agent assisted the patient with closing out of all apps and clearing data on the handset. The patient was then ableto connect and deliver a bolus. The communicator battery was at 96% and the handset was 90% charged. The agent confirmed that the patient had not had any falls or trauma, and it was noted that the troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID hh90t01, serial# (B)(6), product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.